Event description:
It was reported, that the patient presented remotely via merlin.net. Review of the transmission revealed, the atrial lead oversensed noise. The lead was explanted and replaced. The patient condition was in stable condition.

Manufacturer narrative:
UDI not available. As product was manufactured on or before 23 sep 2014.